Event description:
The customer from france reported that she obtained blood glucose readings of 38 mg/dl at 10:00 a.m., 210 mg/dl at 10:03 a.m. And 198 mg/dl at 10:06 a.m. With the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customers age and weight were not provided. Model # (d4) was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 2eqhh06c using blood sample, which gave a satisfactory performance.